Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a sales rep to our local affiliate (B)(4). This case involves a (B)(6) female pt who initiated therapy with poly-l-lactic acid (sculptra) on (B)(6) 2007, as a cosmetic treatment (nos). Relevant medical history was not provided. Pt reportedly took no concomitant medication. Sometime in (B)(6) 2008, the pt developed nodules on her face. The physician reported the pt received her first treatment of poly-l-lactic acid (6.5ml dilution) to the cheeks, chin, and a small amount in the nasolabial folds on (B)(6) 2007. The pt's second treatment was received on (B)(6) 2007, to the same areas as the first treatment, as well as injections to the right temple area. The physician reported good results were noted at a follow-up visit on (B)(6) 2008. On (B)(6) 2008, the pt had another follow-up visit and a small, firm, palpable but invisible lump could be felt on the left cheek. The nodule was not painful and no redness was apparent. The physician stated, the pt first noticed the nodule 2 or 3 weeks before that visit. No treatment was prescribed at this appointment. On (B)(6) 2009, the pt had another visit which revealed the nodule on the left cheek was the same as on (B)(6) 2008. At the next visit, on (B)(6) 2009, the nodule on the left cheek had diminished in size but another had developed on the right cheek, with the one on the left being larger than the one on the right. She said the nodules were at the site where poly-l-lactic acid was administered. The physician reported that at a visit in (B)(6) 2009, she injected saline into the nodules in an attempt to break them. She said the saline did not cause any positive results, but did cause pain to the pt. No other treatment has been prescribed since then. In (B)(6) 2010, at a follow-up visit, the physician said the nodules were still present. There was no apparent inflammation, and they were very firm and hard, but still not visible. According to the physician, the pt received polymethylmethacrylate in collagen solution (artecoll) with the last treatment received at (B)(6) 2006. She said this treatment around the lips caused an inflammatory reaction that continues to cause problems. There has been improvement, but no resolution. The areas were treated with steroids (nos), bleomycin and other antibiotics (nos). The area appears fibrotic. The physician stated, the areas where polymethylmethacrylate in collagen solution was administered did not overlap the areas where poly-l-lactic acid was injected. Reporter's causality assessment: not reported. A ptc (pharmaceutical technical complaint) was initiated with global number (B)(4). Additional info received on (B)(6) 2010, in the form of ptc investigation results revealed: since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the dhrs (device history records) and of the analytical results of history batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Additional info received on (B)(6) 2010, from a dermatologist: this non-serious case was received from a physician and upon medical review of additional info received, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. The pt was injected twice ((B)(6) 2007). Poly-l-lactic acid was injected into the right temple, cheek lines, and submalar chin. For both treatments, poly-l-lactic acid was reconstituted with sterile water (4 cc) and lidocaine 2% (2.5 cc). The pt was pretreated with topical lidocaine-prilocaine (emla), 10cc. Injection technique used: depot in subcutaneous tissue. Massage was done during treatment and then by the pt. The adverse event is described by the reporter as very firm nodules (no inflammation) on the 2 cheeks, beginning on the left cheek in (B)(6) 2008. The nodules are not visible, no biopsy was performed. The adverse event happened at all injection sites, the size of the lesions were reported as being between 5 and 18 mm, no signs of inflammation (red, hot, swelling). The pt had no evidence of a systemic process which developed after the injection. The adverse event is still ongoing at the time of the report (adverse event present since 1 year), and is considered as prolonged by the reporter. There is no evidence of permanent impairment of a body function or body structure. The physician reported that she does not expect this adverse experience to be irreversible. No medical intervention was performed. The pt was reported as having a fitzpatrick skin type iii, and has no history of immunological or collagen-vascular disease. Granulomatous reaction to artecoll (polymethyl methacrylate in a collagen solution) appeared in (B)(6) 2009 (artecoll treatment dates nos).